Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a malformed clip and poorly tightened. The clip was removed and another like device was used. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.